Event description:
It was reported that the patient was hospitalized in the intensive care unit and deceased after 20 days. There is no allegation from a health professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.